Manufacturer narrative:
The lead was severed and a portion was left in the patient's body. The other lead portion was received for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
This implantable lead was surgically abandoned due to oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was severed and a portion was left in the patient's body. The other lead portion has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This implantable lead was surgically abandoned due to oversensing. No additional adverse patient effects were reported.